Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece with the helix in the retracted position and clogged with blood. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. The connector boot was measured to be within the required product specifications. A visual and x-ray examination of the lead revealed no anomalies.

Event description:
It was reported that loss of sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.